Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 2.25x32mm promus element plus drug-eluting stent was advanced for treatment, but failed to cross the lesion. After several attempts, the shaft was kinked and the stent struts were lifted up. After repeated dilation, the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 2.25x32mm promus element plus drug-eluting stent was advanced for treatment, but failed to cross the lesion. After several attempts, the shaft was kinked and the stent struts were lifted up. After repeated dilation, the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluation by MFR.: promus element plus, mr, ous 2.25x32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 13.3cm distal to the distal end of strain relief as well as multiple kinks located at different places along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found multiple kinks along the length of the polymer extrusion. No other issues were identified during the product analysis.